Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The excel 23khz straight handpiece each1 (c2600) was returned for evaluation: device history record (DHR) - the DHR documentation was reviewed and no anomalies during the manufacture or packaging that could be associated with the complaint incident was observed. Failure analysis - the evaluation verified the customer reported issue as valid. The cooling tubing inside the connector has to be re-glued, and the calibration, safety and the final test according to the manufacturer's specification must be performed. Root cause - the complaint is confirmed and the root cause is confirmed as wear and tear of the cooling tubing. The cooling tube inside the connector has to be re-glued after approximately five years in the field. No relevant capas were discovered no other actions have been identified relating to this issue, and no manufacturing, workmanship, or material deficiency was identified for correction because of this complaint investigation. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during surgery, the excel 23khz straight handpiece each1 (c2600) heats up after 1 minute. No patient injury has been reported. There was no significant surgical delay.